Manufacturer narrative:
This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
The patient reported that within 6 weeks of the initial percutaneous coronary intervention (pci), there was a 90% blockage found near or in the previous stent. It was treated with a second stent. Additional information has been requested.